Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. In this case, it was reported that the valve dislodged out of place when the valve was snared. Per corevalve instructions for use (IFU), once deployment is complete, repositioning of the bioprosthesis (e.g., use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Dislodge events are typically not related to a device malfunction. (B)(4).

Event description:
Medtronic received information via warranty card form that during the implant of this transcatheter bioprosthetic valve, the valve was position low than high; the valve was snared but dislodged out of place and left in the aorta. A second valve was implanted successfully with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.